Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detached suture. Imdrf device code a150203 captures the reportable event of bands were difficult to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that some of the returned bands overlapped and were damaged. Some of the ligator head teeth were broken and bent. The suture thread had seven knots and the suture was detached from the ligator head. The handle and the trip wire did not present any problems; however, the trip wire was not secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported events of suture detached and bands difficult to deploy were confirmed. Upon analysis, it was found that the suture was detached from the ligator head. Additionally, some bands overlapped and were damaged, and some of the ligator head teeth were bent/damaged. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the trip wire to slip through the handle assembly, leading to the difficulty of deploying the bands, causing the bands to overlap, the suture detachment, and resulting in ligator head teeth bent/damaged. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during a procedure to treat esophageal varices performed on april 21, 2023. Prior to the procedure, upon unpacking, the physician found that the suture detached from the opening. The front segment of the opening still had a piece of suture and could not normally deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of detached suture. Imdrf device code a150203 captures the reportable event of bands were difficult to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during a procedure to treat esophageal varices performed on (B)(6) 2023. Prior to the procedure, upon unpacking, the physician found that the suture detached from the opening. The front segment of the opening still had a piece of suture and could not normally deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.